Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 26 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a talent bifurcated stent graft and two limbs were implanted at the procedure. Approximately 1 month ago, the pt had an x-ray examination, which demonstrated a fracture of the connector bar of the bifurcated stent graft; however, no endoleaks or other issues were noted. The physician has elected not to perform any intervention. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4).